Event description:
The physician reported that one of their patient's died and they were wondering if they should send back the generator and lead to the manufacturer for product analysis. Multiple attempts for relevant information were made, but no relevant information has been received to date. The lead and generator have not been received by the manufacturer to date.